Event description:
This procedure was performed in (B)(6). The nosecone separated from the body of the turbohawk and had to be snared from the patient.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the distal tip assembly was fractured at the proximal end of the housing coil. The tecothane jacket had delaminated from the housing's metal base. The laser-cut coil substrate exhibited severe deformation including elongation and lateral compression between the fracture site and the joint connecting to the stainless steel (laser-cut) coil. The proximal end of the rx guidewire lumen exhibited lateral flaring suggesting that the guidewire was pulled laterally (away) from the body of the tip assembly. The housing base (not laser-cut coil) was out-of-round.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.